Event description:
The customer reported the ventilator remote alarm was not working during extended self testing. The customer also reported the problem in (B)(6) 2012 but declined service to correct the problem. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. The manufacturers field service engineer reported the remote alarm port on the main pcb board was damaged. The service engineer replaced the main pcb board to address the reported problem and complete repair. Performance verification testing was completed to operating specifications.